Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular events on (B)(6), 2009, (B)(6), 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products associated mdrs # 1225714-2014-04135, 1225714-2014-04136, 1225714-2014-04136, 1225714-2014-04137, 1225714-2014-04138, 1225714-2014-04139 and 1225714-2014-04140.